Event description:
The facility initially reported the equipment did not work at the moment of the surgery. There was no patient information provided; no injury reported. Additional information was received on 12/19/2006 from the patient regarding the event. She reported that the od cataract phaco procedure had begun when the system wouldn't function. The technician was called, but did not arrive for four hours. The procedure was converted to an ecce. This prolonged the procedure under general anesthesia for more than three and a half hours. Additional sutures were required due to the enlarged incision. She developed astigmatism. She must wait at least one month to remove the stitches, and determine if an additional procedure will be required to improve vision. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.